Event description:
Hcp reported the patient developed an infection of the device pocket as evidenced by redness, drainage, incisional wound opening, and necrotic tissue. A culture was done of the device pocket revealing mrsa. The pump was explanted. It is unknown if antibiotics were given. The infection resolved and there was no drug withdrawl. The patient had a risk factor of debilitated status.